Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: not applicable. There is no indication that intraocular lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following intraocular lens (iol) implant, patient was -2.5 diopter off plan post operatively on (B)(6) 2017. Patient is very unhappy with her refractive result. Initially it was reported that a-scan suggested a 18.5 symfony lens with a -0.26 residual refractive error. Ocular response analyzer (ora) during surgery read the same lens (18.5) with a residual error of -0.32. Final post op refraction was a -2.50+0.75 x 40. At final post op refraction, cornea is clear and there is no macular edema. Further information was provided where the doctor reports she feels the patient's issues are due to the product. States the lens may have been mislabeled and this is why the patient ended up a -2.50. Patient received glasses. Doctor discussed removing the lens, but patient is not interested in this nor was she interested in refractive surgery to fix the -2.50. Lens was implanted in the patient's right eye. No further information was provided.

Manufacturer narrative:
Additional information received reported the patients pre-operative best corrected vision was 20/40 and post-operative best corrected vision is 20/40. All pertinent information available to abbott medical optics has been submitted.